Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, an instrument sparked. The customer used a backup instrument, cautery cord, and electro surgical unit. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 11-oct-2024: a fenestrated bipolar forceps instrument was being used when the spark occurred. The instrument was inspected prior to use with no damage observed. After the sparking event, burn marks were found at the joint on the front-end of the jaws. The spark occurred between the instrument head and the instrument. The customer was using bipolar energy to cauterize when the spark occurred. The customer was using the instrument with a valleylab generator set at cut 40 and coag 40. There was no instrument collision during the procedure. The instrument tip was in contact with tissue when the spark occurred, but there was no injury to the patient. The patient has not returned to the hospital due to post-surgical complications.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting on bipolar yaw pulley, between the grips. Refer to field d4. Unique identifier (UDI #) and field h4. Device manufacture date for updated fields.